Event description:
Complainant used an air compressor to fill the rear tire of a jazzy wheelchair type scooter. The tire exploded. Complainant had not filled the tire to maximum pressure. Maximum pressure was 50 psi and complainant filled it within the range of 30-40 psi. The plastic rim over the tire failed when it shattered into several pieces. The shards were projected into complainant's leg, severing the muscle and ligaments, and shattering tibia. Complainant received medical treatment at medical ctr. Required surgery, skin grafts, and physical therapy. Complainant was not the owner of the scooter but was filling the tire of a scooter believed to be owned by their employer. Review of MFR's web site www.pridemobility.com disclosed that the firm has posted a safety alert relating to over inflation of plastic rimmed jazzy pneumatic tires or use of an over-pressurizing air source resulting in a potential safety issue.